Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level as a result of this error. Technical support decided to replace the pump, confirming that it was under warranty. Customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is maintained.